Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that recurring blunt knives have been experienced. Procedure details are unknown. Alternate knives were required in order to resolve the issue. Patient involvement or patient impact information is unknown. Additional information has been requested. Additional information was received clarifying that there was no patient impact associated with this reported event.

Manufacturer narrative:
One unopened knife sample was received by manufacturing for evaluation. The sample was examined per facility procedure and was found to be visually conforming. Penetration testing was then performed and was found to be non-conforming because the tip of the knife was damaged during testing. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are (B)(4) additional complaints associated with the provided lot number for the reported issue. The returned sample was found to be visually conforming, but was damaged during functional testing, therefore a dull blade as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the blade was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformances are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. (B)(4).